Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 60166 were returned and analyzed. The data files showed at least 9 applications were performed with a different balloon catheter on the date of the event without any issues. Visual inspection of the returned balloon catheter showed the push button luer was broken and leaking. In conclusion, the reported issue was confirmed through testing but not through data analysis. The balloon catheter failed the returned product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y-connector was broken. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.